Manufacturer narrative:
The insulin pump had a motor error alarm during basic occlusion test due faulty force sensor resistor (gold). Analysis was unable to peform occlusion, prime, the excessive no delivery test due to motor error alarm. The insulin pump received with cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 121 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.